Event description:
A report was received that the patient was experiencing pain at the pocket site whether the stimulation was on or off. The patient underwent an explant procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests. The complaint was not verified. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. The lead body was cleanly cut. The damage to the lead was a result of a typical explant procedure and it was not considered a failure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the pocket site whether the stimulation was on or off. The patient underwent an explant procedure.